Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the oasis drain package was open, so not sterile and not used. Replaced with another device.

Manufacturer narrative:
Additional information section: d9, h6. This complaint reports that an oasis 3600-100 package was found to be opened, so not sterile and not used. Replaced with another drain. The drain was not returned, and no images of the opened package were provided. During the process of packaging all pouches are inspected for the completeness of the seal as well as cleanliness of the sealed are to endure no foreign material is present within the sealing area. As part of the packaging process a sampling of 13 units pouches are peel tested to ensure they meet specifications regarding peel strength. The test results show that all units passed the seal strength requirement specification of 2.05lbf by obtaining a minimum seal strength of 5.75lbf. A contemporaneous sample from inventory could not be obtained as there is no inventory of this lot available. A DHR review was completed and did not identify any anomalies in manufacturing. There is no indication that a design, manufacturing specification, test method, manufacturing process, equipment or raw material was the cause of the complaint. A recurring lot number query was conducted for l/n 515533 and there have been no other complaints associated with the production lot of finished goods. The IFU provides adequate instructions for the use of this device and cautions a user not to use a damaged a device and how to avoid causing damage to the device. A historical review of CAPA, ncrs and complaints was completed, which did not identify any issues directly related to this complaint. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. There is no indication that the product was nonconforming when it left the manufacturing facility. The product was not returned, and no images were provided, therefore the complaint cannot be confirmed and the root cause of the complaint is impossible to define.

Event description:
N/a.